Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation, an increase in baseline pain, inadequate pain coverage, no stimulation sensation on the right side of her body, and stimulation in the wrong location following a fall. The pt fell forward onto a hard floor on or about (B)(6) 2011. The pt was scheduled to have a CT scan (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report.